Manufacturer narrative:
The device manufacturing and inspection records were analyzed for the device. No deviations were noted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 monster screw system on (B)(6) 2020. The hx6 cannulated driver was reported broken during the application of the screw. The driver broke about half of the screw insertion, before being replaced by a solid driver for the final tightening. The initial reporter stated that the surgeon followed the surgical technique guide and contributed the hardware failure to the consistency of the patient's bone.